Event description:
Ceramic product revised (B)(6) 2011 due to dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.